Manufacturer narrative:
The product is available but has not been received as of the initial report.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from an affiliate indicated that "large friction occurred while the brite tip 6f was advanced with the guide wire 503-452 (jindo). The procedure was pta for the superficial femoral artery. The target vessel was heavily calcified and tortuous. The approach was contra-lateral. The guide wire was withdrawn from the patient and the coating of the distal end of the wire was removed. The procedure was completed using other new product. There was no adverse event. The wire was returned for evaluation, the brite tip was not. It is unknown if the brite tip was used to complete the procedure. The sterile lot number for the brite tip guide is unknown therefore a device history report review could not be performed. One non sterile pgw jindo guide wire was received coiled inside of a plastic bag. The guide wire was bent at 19.2 cm from the distal end. The black ptfe was detached from the core wire from 13.2cm to 21 cm from the distal end, also noted was an accordion-like shape just after to the detached section. The coil tip was kinked at 1.1cm and presented a flat condition at 1.4 cm from the distal end. The damage area was observed under light optical microscope and several kinks were found in the section of the wire where the ptfe was detached. The device was sent to sem analysis in order to determine the cause of the ptfe separation from the core wire and the results showed that: "the black sleeve was torn and pulled which prompted the accordion-like shape, elongations and rupture characteristics found. No cutting characteristics were found in the surface of the material. The exact cause of this failure could not be conclusively determined". Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422722. This packaging lot contained 150 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported customer complaint of coating delaminating was confirmed through failure analysis. Review of the information provided suggests that vessel/lesion characteristics and or procedural factors may have contributed to the reported event. Without the return of the brite tip it is not possible to determine what may have caused the resistance/friction encountered, but again vessel characteristics may have contributed to the event. There is no indication in the reported information or the analysis that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The procedure was pta for superficial femoral artery. The target vessel was heavily calcified and tortuous. The patient's age and gender were unknown. Large friction occurred while the brite tip 6f was advanced with the guide wire 503-452 (complaint product) with contralaterally approach. The guide wire was withdrawn from the patient, and it was found the coating of distal end was removed. The procedure was completed using other new product. There was no adverse event.